Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the device did not stop delivering when an unspecified programmed vtbi (volume to be infused) was complete. No specific details were provided. There were no reported adverse patient effects. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the most recent programming in the device history indicated on (B)(6) 2013 at 1509, the device was programmed for intermittent delivery, with 73.1ml dose amount, 1 hour delivery time, 3hr frequency, for 3 doses, with a 2ml/hr kvo (keep vein open) rate, a 268ml container size and a 1700 start time. At 1511, the device was powered off. At 1625, the device was powered on. Between 1700 and 1701, dose 1 began and an air in line alarm occurred. Between 1759 and 1846, the delivery was stopped and started 7 times, an air in line alarm occurred 4 times and a check cassette alarm occurred 1 time. At 1909 dose 1 delivery was stopped and a volume of 71.5ml delivered was indicated. This report represents all the information known by the reporter upon query by hospira personnel.